Event description:
During attempts to disconnect from catheter mount, the inner cannula connector detached from the cannula tubing on one (1) size 8 tracheostomy tube. The pt desaturated and experienced temporary respiratory distress. Medical intervention ensued, device components extubated and a second device inserted. Pt reportedly returned to baseline condition. The device was in use for approx nine (9) days with no reported problem encountered prior to the event. The 8 fen device was returned on 11/27/96 to the MFR for identifications, analysis and investigation.